Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device history review showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. We are unable to determine the exact root cause for the reported issue. Probable root causes include: the reprocessing and storage of this device, compressed together with tweezers, forceps, knives, etc. Damaged the cable, allowing the internal electric circuit to be destroyed by the water leakage. The cable was disconnected due to an applied, unexpected, external force. The coupler was rusty due to the mis-operation of the reprocessing method. Age-related deterioration. The device was manufactured seven years ago, exceeding the durability of five years.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of error code received was confirmed. The device was visually inspected and found error code e216 ¿ communication on an image due to a shorted cable. The device also failed leak test due to a puncture on the cable, noise and rust on the coupler. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that the device received an error code when it was plugged in. There was no patient involvement. No additional information was provided.